Manufacturer narrative:
This device currently remains implanted. It is anticipated that the device will be explanted and returned for analysis. This report will be updated upon receipt of additional information.

Event description:
It was reported that the battery of this device had decreased by one year since the previous follow-up. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data indicated that the power consumption of this device has been steadily increasing during the past year, and the device is consuming more power than expected. The power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement. This device currently remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this device had decreased by one year since the previous follow-up. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data indicated that the power consumption of this device has been steadily increasing during the past year, and the device is consuming more power than expected. The power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced. It was noted that when the device was explanted, the estimated battery longevity showed 10 months remaining. No additional adverse patient effects were reported. This device was received for analysis.

Event description:
It was reported that the battery of this device had decreased by one year since the previous follow-up. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data indicated that the power consumption of this device has been steadily increasing during the past year, and the device is consuming more power than expected. The power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement. This device currently remains implanted. No adverse patient effects were reported. Additional information: the field representative provided further information indicating that this device still remains implanted and in service. At this time, the patient will continue to be monitored every 3 months via latitude (remote monitoring system) in order to postpone the replacement procedure for as long as possible.

Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This device was returned and the analysis is currently in progress. A supplemental report will be submitted when the investigation is complete.

Event description:
It was reported that the battery of this device had decreased by one year since the previous follow-up. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data indicated that the power consumption of this device has been steadily increasing during the past year, and the device is consuming more power than expected. The power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis. The investigation is currently in progress.